Manufacturer narrative:
H3,h6: a medtronic representative went to the site to test the equipment. Testing revealed that no rotation of gantry in one direction. Preventing the door from opening. Replaced gantry controller. System now ok. Ran gain calibrations. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000210, product ID: bi71000925, product ID: bi71000210, product ID: bi71000442r. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used for sacroiliac and thoracolumbar procedure. It was reported that the site was when trying to move the system and it said reset. When they pressed the emergency button to reset, nothing happened. This issue occurred intraoperatively and caused less than 1 hour surgical delay. There was no reported impact on patient outcome. Troubleshooting stating that restarted two times, and it did not resolve the reset message on the screen. Pressed the yellow button and the m button, but the system did not open. Emergency door open technical specialist (ts) had them reset the umbilical cord. But it did not work. The dongle seemed to not be there so ts had them try to place it, and it would not go in so ts had them hold it and they were able to reset estop. Estop cleared but the system would not open the system still with the pendant. Emergency door open procedure was able to open the door and than the pendant would work. Additionally interface update stating that dongle portion appears to be broken. Ts was unsure if just the dongle is broken or if the port also has some broken pieces not enabling it to stay connected. Calibration is also needed they said. Ts was unsure of what calibration is needed though.

Manufacturer narrative:
H2-3) the part was returned to the manufacturer for evaluation. After functional testing and visual/physical examination, the reported issue was not confirmed. Installed control box into test system for several days. The system booted and readied on each power cycle. Perform motion calibrations, all passed. Door functioned as normal and motion travel on all axes was smooth and functional. Perform 2d and 3d images, all were successful. No fault found while under test. Codes: b01, c19, d14 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.